Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing discomfort. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing inappropriate shock. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded breaching the rv lumen at 7.6 cm to 8.8 cm and the re lumen at 7.7cm to 9.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.